Manufacturer narrative:
For the reported event, a ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The adjustable pressure limiting valve was replaced, and the unit was returned to service.

Event description:
This report summarizes 1 malfunction event. A review of the event indicated that model 1006-9305-000 anesthesia gas machine had a broken adjustable pressure limiting valve possibly causing an inability to manually ventilate. This report was from a single source. This event did not involve a patient.